Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The fse confirmed the reported problem. The fse replaced the analog board to pass pressure relief. The blower motor controller (bmc) and oxygen flow sensor was returned for failure investigation. The bmc and oxygen flow sensor were tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported est would not pass pressure relief. There was no patient involvement.